Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented to clinic after feeling vibratory patient notification alert, long charge time was observed. Extended charge time was noted while performing manual capacitor maintenance. Device replacement was recommended.

Manufacturer narrative:
Final analysis found the reported extended charge time was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The root cause of the extended charge time was an internal hv capacitor.

Event description:
New information received notes that the device was explanted.